Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The outer flow tubing open end exhibits minor scratch marks and mild biological contamination. Due to the observed circumferential fracture at distal side, the potential for forward firing may exit. Based on the observed circumferential fracture at distal side finding, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
Analysis identified the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge that could potentially lead to forward firing. There was no reported clinical consequence